Event description:
It was reported to philips that the system was unable to boot. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported to the philips remote service engineer (rse) that the system was unable to boot. Upon troubleshooting, the rse found that the system interface board was not communicating with the system. The philips field service engineer (fse) visited onsite, worked with the national support specialist (nss) and reviewed the logs which indicated that the host computer (single board computer) was losing communication with critical modules. The fse determined that the issue might have occurred due to power fluctuation. To resolve the issue, the fse performed multiple reboots. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.